Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer was admitted to the hospital with diabetic ketoacidosis. Cause was not provided. A blood glucose level was not provided. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information. However, no additional information regarding this event was provided.